Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12458. It was reported that patient presented to the emergency room (ER) after falling from the bed. Noise reversion was discovered during interrogation of the device due to most likely external emi and programming changes were made. The patient had no symptoms or adverse effects related to the episodes. Noise was not reproducible with isometrics or pocket manipulation and impedance measured stable. Sensing trends on the rv lead indicate some low amplitude oversensing. Review of session records showed noise episode from (B)(6) 2019 due to emi which only sensed on the atrial lead. Possible rv lead damage was suspected however noise episode on (B)(6) 2019 could not verified if due to emi or possible lead issue however lead issue was suspected. Oversensing was also observed during the sense test and sense trend was stable however now varying. Session record showed several automatic mode switch (ams) episodes and lead revision was recommended during explant of device due to it reaching eri in 3.2 months. Both ra and rv leads were capped on (B)(6) 2019. The patient was stable before, during and after the procedure.